Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator¿s abdominal pressure was set at 10 at the start of the surgery, but it rose to 48. There was a warning sound and light that continued for about 5 minutes. The physician ordered the smoke evacuation setting to high, and the issue resolved. The issue was found during an unspecified procedure. The procedure was completed with the same equipment and no error code was detected. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the subject device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.